Event description:
The hcp reported that the pt presented to the emergency room and is in a coma. The hcp was concerned about possible drug interactions between baclofen, hydromorphone and bupivicaine. Blood gases were taken and revealed that the pt was acidotic; the pt was also hypotensive. The hcp reported that the pt "has a lot of medical issues" and it is unlikely that this condition is related to the pump or medications being infused. The pump was last refilled approx 6 weeks ago with no change in the drugs or concentrations. No device troubleshooting had been performed at the time of the report. Final pt outcome is unk.